Manufacturer narrative:
Additional information: section g - date received by manufacture; type of report. Section h - device manufacture date; evaluation codes. The device was not returned to saluda for analysis. The root cause of the reported inadequate pain relief cannot be definitively determined. The evoke scs system surgical guide details the potential risks associated with the implantation and use of a spinal cord stimulation system, including ¿inadequate pain relief following system implantation and the patient may require surgery (including revision, explant, and replacement) as a result.¿

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system requested a system explant due to inadequate pain relief. During the patient¿s trial period, the patient reported minimal pain relief achieved. Following the patient¿s trial, the patient¿s pain physician did not recommend permanent implantation of the evoke scs system. The patient opted to proceed with the permanent implantation of evoke scs system. The patient had been implanted for 10 months. The evoke scs system was confirmed to be functioning as intended prior to explant.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.